Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The exposed portion of the soft cannula was observed to be shortened. The cannula was measured to have a total length of 0.9045 inches from the nail head. Fluid was unable to flow through the complete fluid path due to the shortened soft cannula length. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Investigation of the returned pod found that the soft cannula appeared shortened. The device was initially reported for nonstandard device measurement. No impact on the patient¿s glucose levels was reported. The pod was not worn.